Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that during an embolization coil procedure, the coil was pushed and pulled approximately 2-3 times after being inserted in the microcatheter. The microcatheter appeared to be "coming out of the intended area" and was re-inserted along with the pusher. Afterward, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. Another coil was used to successfully complete the procedure without further incident. There was no reported patient injury or health damage.